Manufacturer narrative:
This report is submitted on december 05, 2022.

Event description:
Per the clinic, the patient experienced hematoma over the implant site. The drainage of the hematoma was done on (B)(6) 2022 and the patient was subsequently placed on a 12 weeks course of antibiotics (type not reported). The implanted device remains.